Event description:
It was reported that the patient had diaphragmatic stimulation. A lead revision to a different vessel was done and it required a smaller french size lead. The lead was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead returned, analyzed, and no anomalies were found. It was noted that there was blood on the electrode - tip electrode and the distal conductor had blood/body fluid (not obstructed).